Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, the novel right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold. The physician elected to not install this lead and replace it with an alternate lead on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10 the damage found was sustained during procedure. The lead was otherwise normal.